Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after receiving a bg run mode alert on their device. The patient stated that they were seeing blood glucose readings on their continuous glucose monitoring app but were not receiving automated insulin deliveries due to the device being in bg run mode. The agent guided the patient through starting their sensor and entering the sensor code (6861) into the device. After doing so, the sensor successfully paired with the device. The patient reported a blood glucose level of 271 mg/dl, which had been elevated for approximately six hours due to the interruption in insulin delivery. According to the blood glucose questionnaire, no backup therapy was used, no ketone testing was performed, and there were no recent steroid injections, professional medical interventions, additional assistance, or immediate health effects reported. The case was closed after the issue was resolved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.